Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor error and customer experienced high blood glucose. The customer's blood glucose was over 400mg/dl. The customer treated with manual injection and continued alarming. The customer's current blood glucose was 280mg/dl. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, we were unable to prime unit during prime test due to faulty force sensor. We were unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window.